Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 475 mg/dl, which she planned to treat via manual insulin injection. The no delivery alarm occurred during the manual prime process. Troubleshooting was not able to occur at the time of call. The reservoir was not returned for analysis.